Manufacturer narrative:
Rwmic considers this case open. A follow up report will be submitted upon receipt of new or additional information. The user facility and manufacturer will be contacted to obtain additional information.

Event description:
On (B)(6) 2019, richard wolf medical instruments corporation (rwmic) received voluntary event report # mw5087618. It was reported that the 4 french port on the wolf semi ridged scope was occluded by debris causing the tip of the 0 top basket to shear off in the patient. Foreign body retrieval by doctor was successful. Patient was not harmed. User facility feels the device was not properly cleaned and handled down in prep and sterile.

Event description:
The purpose of this submission is to share additional information received from the user facility.

Manufacturer narrative:
This MDR is being submitted as part of an ongoing retrospective review (remediation) of prior files by rwmic. Follow-up report #1 is to provide FDA with missing information, new information, and changed information. New information: additional information received from the user facility see section a. Also serial number received. Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Rwmic considers this MDR closed. Should rw receive new information, a follow-up report will be submitted.